Event description:
A us distributor reported that a patient was adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging the lead 1- wire in the cable. The root cause for cut cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the damaged electrode belt.